Manufacturer narrative:
One used sample of burette set and one used intravenous bag were returned for evaluation. Upon visual inspection no damages or anomalies noted. The clave was disassembled and a cracked spike and torn seal with a tear on the side and v-shaped tear on top were observed, typical of a needle strike. Upon functional testing the set was air pressure leak tested. Leakage was observed at secondary port on burette. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. The complaint of leak was confirmed. The probable cause of the observed damage is typical of access with an incompatible mating device. The damage observed on the clave is typical of access with a needle. The dfu (directions for use) states ' do not use needles, blunt cannulas, or luer caps on needle free connectors. D9 - date returned to mfg : 11/20/2025.

Event description:
A plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in reportedly leaked an unspecified fluid/infusate when the set was connected to the patient. Priming was performed using a mating device with a three-way stopcock, hence fluid did not enter patient¿s blood. There was no reported patient harm.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.